Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose proglide device referenced is filed under a separate manufacturer report number. Concomitant medical products: guide wire: terumo 0.035mm, 260cm; sheath: 6f; heparin. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to insert the guide wire; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using two proglide devices via a 6f sheath after an interventional procedure for peripheral arterial occlusive disease. Reportedly, although a femoral angiogram did not reveal the presence of calcified plaque, calcified plaque was felt during use of the device. Attempts were made to load a proglide device onto a 0.035 guide wire but the proglide was unable to be inserted onto the guide wire. A second proglide was used with the same result. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.